Event description:
It was reported that the patient developed a pocket hematoma. The device was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4087 lead, implanted: (B)(6) 2007. (B)(4).